Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc end cap was discolored. The following information was provided by the initial reporter, translated from chinese to english: "the nurse applied 22g y-type intima-ii to the patient. After opening the commodity package, she found that the heparin cap was aging."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-14 h6: investigation summary a device history review was conducted for lot number 9347644 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted to the facility has been reviewed by our team of quality engineers. They noted that the packaging was open prior to investigation and the device displayed advanced aging of the sleeve stopper. The issue has been confirmed. This kind of damage is most likely the result of environment exposure to humid or oxidizing environments during transportation or storage. A review of the retained samples for this lot did not reveal any additional devices with a similar failure mode.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc end cap was discolored. The following information was provided by the initial reporter, translated from chinese to english: "the nurse... Applied 22g y-type intima-ii to the patient. After opening the commodity package, she found that the heparin cap was aging.".